Event description:
Loss of resistance at approx. 6.5cm. Unable to thread catheter at 11cm mark. Tried to gently remove catheter and unable to remove it. Appeared "stuck". Asked registered nurse (rn) to call for assistance. No other interventions at that time. Anesthesia md called to bedside. When crna [certified registered nurse anesthetist] and md at bedside, crna removed tuohy needle and catheter appeared sheared. Inner coil of catheter disengaged from the catheter itself. Inner coil was seen outside of the patient's back. Anesthesia md attempted to remove entirety of the catheter, and the inner coil ripped, and tip remained in patients back.